Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's system was removed due to the catheter becoming dislodged and then infected. Add'l info has been requested, but was not available as of the date of this report.